Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator and hemostasis sheath. The device was subjected to visual analysis. The returned sample appears to be used with visible signs of blood. The hemostasis sheath and locator are fully mated. A kink is present in the assembled sheath and locator near the blood inlet holes. The assembled sheath and locator contained a kink at the blood inlet holes on the returned device. Therefore, the complaint can be confirmed for sheath and locator mechanical damage. The exact root cause cannot be determined. The likely cause is the kink was sustained during assembly of the sheath and locator. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When attempting to insert the angio-seal device into the insertion sheath, the carrier tube got kinked. The device was not used, and manual compression was applied for one hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc. The type of procedure was hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.